Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having a procedure on the (B)(6) and needed to have their implant charged completely. Patient stated they didn't even use their stimulator because it gave them side effects and made their body feel weird and they couldn't explain it. Patient did not recall the event date. Patient couldn't have the implant taken out before the (B)(6). Patient was going to try to get the stimulator taken out but they couldn't have it taken out until the (B)(6). Agent reviewed with patient to charge the controller and then charge their implant. Agent advised patient to call back if they had issues charging the implant.